Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not recharged the ipg for the past several months. Reportedly, the ipg did not communicate with any external devices. The ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with a different model. Effective therapy was restored postoperatively. The issue is resolved.